Event description:
X-rays received for the patient were reviewed. The generator placement was determined in the left chest. Based on the angle and quality of the image, the lead pin could not be assessed to determine if past the second connector block. The feedthrough wires did appear to be intact. Only a portion of the lead was visualized in the chest. Due to the scope of the image provided, the strain relief and tie downs could be assessed. Based on the image, a portion of the lead appeared to be routed behind the generator and the lead wires appeared to be intact at the connector pin. The visible portion of the lead was assessed for fractures and discontinuities, but none were noted. Based on the x-rays received, the cause for the high impedance cannot be confirmed; however, fractures or microfractures not visible in the images cannot be ruled out.

Event description:
Information was received that the lead was damage which caused the high impedance. The cable (lead)and the generator were discarded by the hospital.

Event description:
Information was received that the patient had a full replacement. Explanted devices have not been received for analysis to date.

Manufacturer narrative:
B5. Describe event or problem ¿ correction ¿ inadvertently did not include in the initial MDR submitted. B6. Relevant tests/laboratory data ¿ correction ¿ inadvertently did not include in the initial MDR submitted.

Event description:
X-ray findings document was provided and indicated the patient¿s battery pack with single lead tracking up to the left side of the neck correlated with clinical history. An image of the x-ray was provided but has not yet been reviewed. No additional relevant information has been received to date.

Event description:
It was reported the patient's device as high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.